Manufacturer narrative:
Product investigation is in progress.

Event description:
[Tampon] breaks in half into two pieces [device breakage]. Case narrative: consumer reported via phone that the tampon breaks in half into two pieces. No injury was reported.